Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is wear and tear incurred over repeated use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/23/2024, it was reported by a facility representative via (B)(4) that an ar-9530s-06 univers revers trial humeral insert has been damaged through wear and tear. This was discovered during the case, but did not have any adverse effects for the patient.